Event description:
It was reported that during a total knee surgery, it was discovered that the reciprocating saw attachment device was not working. There was a five minute delay to the planned surgical procedure. A spare identical device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional information: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due a failure of the gear box or ball bearings due to normal use over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.